Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a catheter detachment occurred. A 6f runway guide catheter was used for treatment. During a percutaneous coronary intervention, it was noted that the catheter was kinked. The kink was sorted out, however, the catheter snapped in half. All sections of the catheter were retrieved from the patient and the procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was stable.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a runway guide catheter. Evaluation of the returned device revealed that there was blood and contrast on the outer surface of the device. The shaft was completely separated 30cm from the hub. The shaft was twisted 28.5 - 30cm from the hub. The fractured ends were jagged which suggests that the separation may be related to tensile overload or torsional damage. There were numerous kinks throughout the shaft. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a catheter detachment occurred. A 6f runway guide catheter was used for treatment. During a percutaneous coronary intervention, it was noted that the catheter was kinked. The kink was sorted out, however, the catheter snapped in half. All sections of the catheter were retrieved from the patient and the procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was stable.